Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed a review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a renal stenting procedure, guide wire damaged and a foreign material on the guide wire was noted. The lesion was located in a non-calcified and non-tortuous renal artery. A stent was inserted over the guide wire and both devices were removed from the patient. According to the customer, the choice guide wire was "malformed" and that there was a "blob" at the junction of the distal tip. A new guide wire was used and the stent was successfully deployed. The customer additionally reported that this was a "complicated renal cannulation" and "having to pull wire out lengthened case greatly." No patient complications were reported. Patient status is reported as "fine".